Event description:
A customer contacted baxter technical services(bts) regarding assistance with a high drain alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) during drain 4 of 4 on the homechoice machine(hc). The caregiver (cg) stated the home patient (hp) did not drain fluid from their manual exchange, which is why their drain volume was so high. The cg stated the drain volume was 5070ml and fill volume was 2500ml. The cg stated they were helping the hp to perform a manual drain since the hp has a low uf alarm. The cg stated the ultrafiltration (uf) was -476ml and ultrafiltration target was 1100ml. The technical service representative (tsr) assisted the cg to press stop and go to resume drain 4 of 4. The hc moved to the end of therapy and high drain 104 alarm occurred. The nurse was contacted on (B)(6) 2012. The nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and they were currently performing therapy without any complications. The hc unit was operational.

Manufacturer narrative:
(B)(4). The device is not available at this time. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The reported issue of iipv was confirmed as there was a high drain alarm which occurs when a patient has drained a volume equal to 200% or greater than the patients fill volume. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The cause could not be determined.